Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of the explanted device found evidence suggesting failure was due to difficulty with insertion. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported patient underwent a labral reconstruction procedure on (B)(6) 2013. During the procedure, as the juggerknot inserter was malleted into the patient, the prong fractured and the juggerknot would not completely insert into the patient. As a result, the fractured inserter prong remains in the patient, additional hole was drilled and different juggerknot was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure.' Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.